Event description:
It was reported that pump speaker volume and vibration were too quiet even though sound and vibration settings were turned on as expected, and pump did not make a sound when alert volume was set to high. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to review and adjust sound settings, and technical support arranged replacement pump for customer.